Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that they received a motor error alarm. The customer's blood glucose was 199 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were stuck in rewind process. The customer performed displacement test and the insulin pump passed. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer was unable to complete troubleshooting for blank display at the time of call. The insulin pump will be returned for analysis.